Event description:
It was reported that the central screw was broken during impaction the femoral component in the op. The impaction had been already finished, so spare product was not used. No adverse consequences were there.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Although the device was not properly reassembled it was able to adequately grasp and retain a size 5 scorpio femoral component. Both threaded mechanisms functioned smoothly although the improper reassembly limited the locking jaws from moving through their full range of motion. The event was confirmed. The investigation determined the likely root cause of the event to be improper disassembly of the device. After being disassembled the device was not properly reassembled which limits its functionality. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the central screw was broken during impaction the femoral component in the op. The impaction had been already finished, so spare product was not used. No adverse consequences were there.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.